Event description:
It was reported that the patient with this tactra experienced penile deformity, pain and discomfort, attributed to excessive curvature of the device. The physician mentioned that it was difficult to insert the tactra and suspects that this curvature may be due to the nitinol's memory properties. In addition, it was noted that the device was mispositioned. The tactra was explanted and replaced with another manufacturer's device. No further patient complications were reported.

Event description:
It was reported that the patient with this tactra experienced penile deformity, pain and discomfort, attributed to excessive curvature of the device. The physician mentioned that it was difficult to insert the tactra and suspects that this curvature may be due to the nitinol's memory properties. In addition, it was noted that the device was mispositioned. The tactra was explanted and replaced with another manufacturer's device. No further patient complications reported.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed, and the reported allegations could not be confirmed. Cylinder malposition, difficulty positioning the device, and patient symptoms of pain, discomfort, and deformity are defined in product risk documentation. The reported difficulty positioning the cylinders and malposition of the device could not be confirmed based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Based on the information available, it cannot be confirmed what the cause of the disfigurement, discomfort, pain, cylinder malposition of device, and device difficult to position was. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.